Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak, migration); (disease progression; neck dilatation). Conclusion: (disease progression; neck dilatation).

Event description:
An aneurx (ref MFR 2953200-2011-01262) abdominal stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 43 months ago. Vessel morphology from the index procedure is unk. Current vessel morphology was reported as was some angulation in the neck, which has dilated to a 34 mm diameter at the renals, with a 2 cm length; and no calcification in the neck. It was reported that one month ago, the original stent graft had migrated 4 cm and there was a type 1 endoleak, probably due to disease progression and neck dilatation. The physician placed a 36x16x124 talent converter (ref MFR 2953200-2011-01263) into the right aneurx limb, and extended with a 16x65 aneurx limb. An 18 mm talent occluder was placed on the left. Twelve days later, there appeared to be a questionable leak at the proximal aspect of the converter on a follow-up CT. A palmaz stent was placed due to a pleat in the graft. No additional clinical sequelae were reported and the pt is fine.